Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code malf 0. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.